Event description:
An elderly male patient with history of (left ventricular assist device) lvad pump thrombosis and two previous lvad exchanges and prior gi bleed (presumably related to anti-coagulation therapy), most recently a heartware vad was placed. The patient also had a right sided embolic cva, recurrent vt, pulmonary hypertension, and esophageal adenocarcinoma and was admitted from a transferring hospital. Patient arrived with altered mental status of uncertain etiology. Patient was found to have left internal carotid artery (ica) thrombus and l subcortical strokes on CT scan. Previous CT scan showed continued evolution of non-hemorrhagic left basal ganglia infarct. After admission, he developed elevated flows and saw an increase in power on his hvad. Vad interrogation revealed concern for hvad thrombosis. He is not a candidate for pump exchange due to history of recurrent bleeding and thromboembolic disease. Inr target 1.6-2.2 due to history of gi bleeding and inr was 1.6 on arrival to the hospital. Also the patient requested no further interventions and was transitioned to comfort care and he expired later that day. The etiology of the stroke is not known as patient had history of stroke, cancer diagnosis, and vad with prior pump thrombosis.